Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure testing and priming were performed, and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked. During a total parenteral nutrition (tpn) infusion, the leak was observed originating from the ¿IV tubing out of the lowest secondary port (closest to pt just after the tpn filter).¿ all connections were checked and tightened. The infusion was paused, and the port was alcohol cleansed and flushed. Blood return was noted. Tpn infusion restarted. The following morning, a leak was noted again coming out of the secondary port. The patient¿s infusion was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.